Event description:
Per a maude event report completed by the patient, "I have lost use of my right foot, have unexplainable brain lesions, permanent nerve damage." It is unknown if the patient has consulted with a medical professional and the implants remain implanted. See voluntary report no.: mw5023696.